Event description:
At about 1 year and 1 month after primary, the patient came in reporting pain due to aseptic loosening of the cup and the cause is unknown. The surgeon revised the cup, head, screws and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14-mar-2025. (B)(4) items manufactured and released on 27-sep-2023. Expiration date: 09-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.